Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.no device received for analysis at time of submission of 3500aif the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: the blade tip was confirmed yesterday, (B)(4) 2014, to be in the patient. At this time the surgeon and the patient have decided against re-op to retrieve the blade tip.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on the gen11 generator, the ¿instrument error¿ alert was displayed. A probable cause of the device to stop activating and display an instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade.

Event description:
It was reported that during a procedure, the blade tip on a ace36e device broke off and fell inside the patient. The doctor attempted to retrieve the blade tip, but after a few tries he could not find it. It is unknown whether the blade tip is still inside the patient, and the doctor was bringing the patient in for an x-ray to see if it was still inside the patient. The procedure was completed using another har36 device and there are currently no patient consequences.

Manufacturer narrative:
(B)(4).